Manufacturer narrative:
The company representative examined the system and confirmed poor connection of power cable. The company representative cleaned the connection and the symptom cleared. No part was replaced. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported a system message displayed that was unable to be cleared during a procedure. There was no patient impact reported. Additional information has been requested.